Event description:
Performing colonoscopy. Physician inserted biopsy forceps through colonscope. Attempted to get biopsy. Forceps opened, but when physician tried to close to retrieve tissue sample the handle made a cracking noise and forceps would not close. In order to retrieve the forceps the physician had to pull out the entire colonoscope because the forceps would not close to bring them through the colonoscope. Physician aborted procedure and re scheduled pt. This problem occurred three times on the physician's prior case. Physician used another brand, single use device to finish procedure. Total of 4 biopsy forceps malfunctioned.